Manufacturer narrative:
The date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported that the patient experienced pain at the ipg site. The patient experienced discomfort for approximately one month and as a result, the patient underwent surgical intervention in which their pocket was revised on (B)(6) 2020.